Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694758 lead , implanted (B)(6) 2003; 5076-45 lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was not capturing and had dislodged. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.